Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported being in pain and was barely able to walk, noting symptoms in the right leg. This was a sudden change in therapy/symptoms. The patient did not have an appointment with the managing physician until the end of the month and was considering going to the emergency room (ER). Indication for use included rsd/causalgia-complex regional pain syndrome, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.